Event description:
A patient admitted with diagnosis of failure right total knee. Surgery report read adhesion formation with contracture and failed right knee prosthesis. Patient originally underwent replacement in 1995 at another facility. Per surgeon patient stated that since the patient's knee replacement, the patient had persistent pain and ambulated with a limp. Patient had a miller-galante total knee replacement. The patient's pain was located mostly over the area of the patella femoral region. X-ray showed a very thick patellar component and patella. Because of continued pain, patient underwent revision arthroplasty of the patient's right total knee prothesis in 2002.